Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
On (b)(62 13, a female patient was given morphine and thoracentesis was attempted using the thal-quick chest tube tray. Upon removal of the device guidewire, during the stage of multiple dilations, the patient had a seizure. Patient stopped breathing, which required CPR. The patient is now in stable condition. The physician stated that the seizure and breathing appears to be unrelated to the device. It was also noted by the reporter that the lung x-ray was a white out on the left side, and the physician used ultrasound guidance for wire placement.